Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found (occlusion alarms).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported customer's fill estimate was inaccurate. The customer attempted to reload and the pump requested a minimum of 50 units of insulin with multiple cartridges. The customer's blood glucose level was reported as high.